Event description:
A consumer reported, following bilateral intraocular lens (iol) implant surgery, he sees several circles around a light source while driving. He also stated that when driving it is difficult to see the tachometer and it takes awhile for his vision to adjust when driving into a street tunnel . Additional, in the left eye, if he opens up the eyelid only a little, he can see the rings of the lens. In a follow up, the consumer stated he sees much better and more clearly when he wars polaroids sunglasses. Additional info has been requested. There are two medical device reports for this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. (B)(4).